Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: int j gynaecol obstet. 2025 aug;170(2):857-864. Https://doi.org/10.1002/ijgo.70060. Epub 2025 mar 11. Pmid: 40066828; pmcid: pmc12255926.

Event description:
Title: postoperative pain after minilap percutaneous versus standard laparoscopic salpingo-oophorectomy: a propensity-matched study. The aim of this study was to compare postoperative outcomes in 80 patients and was divided into two group, group (n=4) and group b (n=40), who are undergoing standard laparoscopic salpingo- oophorectomy versus those using the minilap percutaneous surgical system, aiming to demonstrate the non- inferiority of this ultra- minimally invasive surgical technique compared to the current gold standard, between january 2022 and december 2023. Vicryl (0,3/0;eth) which were used to for skin closure. Reported complications: group b (n=40). Vicryl (0,3/0;eth) . Post-operative complication anemia (grade 2). Treatment: transfusion. In conclusion, the study demonstrates that salpingo- oophorectomy performed with the minilap system is feasible, safe, and well- tolerated by patients. Furthermore, this technique has proven to be non- inferior to standard lps in terms of postoperative pain, blood loss, hospital stay duration, and complications.